Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having headaches and sinus issues. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging headaches, sinus issues, and that the device has pressure issues related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal investigation of the device was performed and observed an unknown dust contaminant on the front panel, rear panel o-ring, bottom enclosure, blower cap, blower, and blower box. A substance consistent with keratin was observed on the blower box.the manufacturer found sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer confirmed no presence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.